Manufacturer narrative:
Evaluation revealed the implant is cloudy and has some scuff marks at the distal end and some threads are flat. The implant dimensions were found within specifications. The customer's complaint was confirmed. Molecular testing was performed and revealed the implant had undergone degradation. The process of absorption of biodegradable implants begins only afer significant loss in molecular weight and hydrolysis of the implant. This process begins immediately upon implantation, and depending on the type of bioabsorbable polymer, may not be fully absorbed in excess of five years. The extent of degradation of the complainant device was not far enough along to effect full absorption and was not atypical of implants of this composition. From the information available, it can not be determined if the reason for the surgery was related to the implant.

Event description:
This event is being submitted after final customer contact was attempted. Foreign distributor indicated on 5/15/07 that no additional information could be obtained from the customer. The customer initially stated: the implant has not been absorbed for 3 years. Implant is still in one piece. The actual reason for the second surgery performed to the patient remains unknown. This device is used for treatment.